Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 11/13/2008.

Event description:
A surgeon reports a patient seeing a membrane passing in front of the visual field from time to time following bilateral intraocular lens (iol) implant surgery. The patient has been referred to a retinal specialist. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.